Manufacturer narrative:
Medical product: biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14; item# : 00877503603; lot# : 3059437. G7 pps ltd acet shell 50d; item# : 010000662; lot# : 6927364. Liner 10 degree 36 mm i.d. Size d for use with g7 acetabular system only; item# : 30113604; lot# : 64658197. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During an initial surgery, the femur fractured while implanting the device. There was a periprosthetic calcar crack, which was treated with a femur cable. The patient has no complaints post the initial surgery. The patient involved in the event was a part of the following study: prospective multicenter longitudinal cohort study including an interventional (soc) rct sub-study.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the femur fractured during procedure on (B)(6) 2021. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Surgical report: implantation report, (B)(6) 2021: diagnosis: degenerative joint disease of left hip treatment: left total hip replacement description of procedure: posterior approach. Opening of the joint and osteotomy of the femoral head. The femur was rasped to the appropriate size that was templated on the x-ray or until the bone was tight rotationally. After preparation of the acetabular components the broach was removed and the appropriate stem was inserted. The ceramic head was impacted onto the dry taper with one blow of the impaction device. Closure. Mymobility clinical study report of patient (B)(6) adverse event: intraoperative nondisplaced periprosthetic calcar crack (treated with the femur being cabeled) relationship to index joint arthroplasty procedure: definitely related relationship to index joint arthroplasty device: not related one postoperative radiograph taken on (B)(6) 2021 was received. The ap pelvic overview demonstrates a left tha with a cerclage cable placed below the greater trochanter. A fine, oblique radiolucent line is visible at the lateral calcar. Product evaluation: the femoral stem remains implanted; therefore, visual evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion: it was reported that the femur fractured during procedure on (B)(6) 2021. Review of the received data shows that the reported intraoperative periprosthetic crack is not described in the surgical report. But, based on the study report and the radiograph the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The most likely cause for the reported non-displaced calcar crack is procedure- and/or patient-related. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).